Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call off no power without low battery indicator alarm. Customer is at school wearing the insulin pump and this is not the first time this alarm occurred. Customer's mother advised the battery on the device had full bars and the device shut off. Customer advised during the rewind process the insulin pump just shut off. Customer's insulin pump does not give a low reservoir when the reservoir is low. Customer's mother was advised to call back when customer is home to troubleshoot the insulin pump.